Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia as well as hyperglycemia. The customer¿s blood glucose level was 37 mg/dl and over 400 mg/dl, 260 mg/dl, 360 mg/dl, 250 mg/dl, 178 mg/dl, 138 mg/dl, 200 mg/dl, down to 190 mg/dl something and then 180 mg/dl something and then 178 mg/dl and current blood glucose level was 199 mg/dl. Customer states they performed a self-test on the insulin pump and the test passed. The customer was assisted with troubleshooting. The insulin pump and sensor will not be returned for analysis.